Event description:
The pt was admitted to hosp for rehab therapy due to a head injury following a bicycle accident. The pt had a cardiac arrest. To the best of the hosp's knowledge, at the time of death, the hosp believed that the pt's feeding tube became dislodged during resuscitation efforts, spilling formula into the pt's peritoneal cavity. Resuscitation efforts were not successful and the pt expired. Note: it was the opinion of the hosp at that time that the aggressive resuscitation necessitated by the pt's cardiac arrest caused the feeding tube to become dislodged.